Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. Product ID: 3889-28, lot# v792267, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. For the past few weeks, the patient had trouble starting to urinate. Once he does he feels like he is not able to empty his bladder completely. The patient noted his urine seems very yellow. The patient had an ultrasound of his bladder on (B)(6) 2014 and his bladder was empty. The patient had not had any traumas, events or falls recently. The patient had contacted his doctor and had an appointment scheduled later in april. Additional information received reported the patient received assistance 1 week prior to report and their concerns were resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.